Manufacturer narrative:
H6 correction: health effect - impact code 4657 added. H11 correction: update to additional mfg narrative: the device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. A definitive cause for the unspecified device issue could not be determined. The patient effects of unspecified tissue injury and hemorrhage are listed in the electronic prostar instructions for use as potential adverse events associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A death was reported unrelated to the reported adverse patient effects. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is a single-center, single-blind, randomized placebo-controlled trial evaluating the impact of routine protamine sulfate (ps) use after transcatheter aortic valve implantation (tavi) procedures. Protamine use to reduce post-procedure bleeding in the study showed no statistically significant reduction in the rate of major and life-threatening bleeding in terms of stroke or transient ischemic attack occurrences between the ps group and placebo group. However, the number of thromboembolic events was lower in the patient study population. Thirty-day all-cause mortality was reported unrelated to the vessel closure devices. The lack of a significant statistical difference precludes drawing an unequivocal conclusion regarding the usefulness of routine use of ps after tavi procedures. Access site closure issues noted for proglide and prostar devices were closure failure, access-site or access-related vascular injury, and bleeding requiring balloon angioplasty and transfusion with prolonged hospitalization. Specific patient information is documented as unknown.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. A definitive cause for the unspecified device issue could not be determined. Based on the case information, a conclusive cause for the reported patient effects of unspecified tissue injury, hemorrhage, and the relationship to the product, if any, cannot be determined. The patient effects of unspecified tissue injury and hemorrhage are listed in the electronic prostar instructions for use as a potential adverse event associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event estimated d4: primary UDI number - the UDI number is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number. Literature attachment: article titled: ¿protamine sulfate during transcatheter aortic valve implantation (ps tavi) ¿ a single-center, single-blind, randomized placebo-controlled trial".